Event description:
It was reported that electrode impedance was out of range, the patient no longer felt relief, and the patient had more tremors. When he decreased the intensity, the tremors decreased. The rep changed the programming to avoid out of regulation (oor) and decrease the pulse width to see if the tremors disappeared. The session report showed that all electrodes had avoid status with impedance values ranging from 4310-40000 ohms. The patient had one lead, and a second one was not possible because of too much fibrosis which prevented the doctor from installing one. The patient had returned with increased pain and was in oor. When the patient returned to conventional programming, they still felt the paresthesia. The rep saw the patient again on (B)(6) 2023 and the reprogramming performed kept the patient in high dose/density (hd) stimulation. The rep would investigate to get more session reports from the patient. The patient said they had upper extremity tremors and that when they dropped the intensity it decreased. The rep preferred to switch to hd because the patient didn't like paresthesia and to try get better coverage. The rep was to see the doctor on 23-feb-2023 and would review with them. Additional information was received from the rep. It was reported that the rep saw the doctor on (B)(6) 2023, but the patient had not come back because of a new schedule. The rep provided the manufacturer's technical services with several session reports to investigate the possibilities of the high impedance. It was noted that this information was confirmed with the physician/account. Along with a session report from (B)(6) 2023, it was reported that the impedance increase was gradual. The rep recovered the session from (B)(6) 2022. There was an electrode to avoid. During this block the rep had checked impedance and there was already this electrode. The session report showed avoid status on electrode 8 with all impedance values ranging from 3760-4470 ohms. The rep did not find anything else on their shelf with impedance taken between the time on implantation and february of 2023. Additional information was received from the rep. It was reported that regarding the tremors, after questioning with the patient's spouse it was noted that the patient had been shaking for a while. The patient didn't feel a shock when the stimulation was on. The rep turned stimulation off for a while when they saw the patient and the tremors were still there. The rep thought the patient was shaking for another reason than the stimulation. After questioning, the patient confused deep brain stimulation (dbs) with spinal cord stimulation (scs). Additional information was received from the rep. The event was clarified. When the patient's one lead was implanted, the connectivity check was successfully passed. Apart from one electrode, all the remaining electrodes showed within range impedance. After a few months, the patient returned claiming the return of pain and oor on the patient controller. In addition to that, the patient showed tremors of the upper limbs. When the rep met with the patient, they could reprogram the stimulation to give an optimal stimulation for the patient; however, the rep would propose to the physician to investigate the origin of the high impedance, fibrosis or integrity issue, and if needed propose that the physician consider a surgical lead. Regarding the concerns with the tremor, the patient initially stated that the stimulation was causing tremor of the upper limbs as reduction of the stimulation was accompanied by a reduction of the tremor. This detail was denied by the patient's spouse however. During this same conversation, the rep understood that both the patient and their spouse were confusing the scs with dbs. The rep tried to explain the difference between those two therapies, and added that to our knowledge scs had no motor impacts. Nevertheless, the rep ran a test to verify the link between the stimulation and the tremors. The rep turned the stimulation off and after 20 minutes the tremor was still present with no reduction observed. This strongly confirmed that the tremor was independent of the stimulation. At present, the patient had good pain coverage and if the patient had the issue again, the rep would see the physician about the best possible strategy to help the patient.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 01-aug-2026, UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.